Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby had been cooling for about 13 hours. The nurse performed some hands-on care. About an hour after the hands-on care, they received an erratic patient temperature alarm in an arctic sun device that stopped therapy. The patient temperature was warm, and the water temperature was cold. Shortly after that they received the alarm again, but this time the patient temperature was cold, and the water temperature was warm. Currently the patient was 33.6c and the water was 37.7c. Esophageal probe in place and properly positioned. They did disconnect the probe from the temp-in cable after they received the first alarm. S/n (B)(6). Suggested flexing the temp-in cable to see if the patient temperature changed with that action. The patient temperature remained stable. Suggested continuing monitoring the temperatures. If it becomes erratic again replace the temperature in cable and later the probe if it continues. Advised to pause therapy prior to disconnecting and reconnecting the probe, or if they take any action that may alter the patient temperature. Once the patient temperature has stabilized, resume therapy.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The patient temperature was warm, and the water temperature was cold. Shortly after that they received the alarm again, but this time the patient temperature was cold, and the water temperature was warm. Currently the patient was 33.6c and the water was 37.7c. Esophageal probe in place and properly positioned. They did disconnect the probe from the temp-in cable after they received the first alarm. S/n: (B)(6). Suggested flexing the temp-in cable to see if the patient temperature changed with that action. The patient temperature remained stable. Suggested continuing monitoring the temperatures. If it becomes erratic again replace the temperature in cable and later the probe if it continues. Advised to pause therapy prior to disconnecting and reconnecting the probe, or if they take any action that may alter the patient temperature. Once the patient temperature has stabilized, resume therapy. The lot number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby had been cooling for about 13 hours. The nurse performed some hands-on care. About an hour after the hands-on care, they received an erratic patient temperature alarm in an arctic sun device that stopped therapy. The patient temperature was warm, and the water temperature was cold. Shortly after that they received the alarm again, but this time the patient temperature was cold, and the water temperature was warm. Currently the patient was 33.6c and the water was 37.7c. Esophageal probe in place and properly positioned. They did disconnect the probe from the temp-in cable after they received the first alarm. S/n: (B)(6). Suggested flexing the temp-in cable to see if the patient temperature changed with that action. The patient temperature remained stable. Suggested continuing monitoring the temperatures. If it becomes erratic again replace the temperature in cable and later the probe if it continues. Advised to pause therapy prior to disconnecting and reconnecting the probe, or if they take any action that may alter the patient temperature. Once the patient temperature has stabilized, resume therapy.